Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that overnight their blood glucose (bg) levels ranged between 200¿257 mg/dl without a known cause. Upon waking, the user¿s bg levels normalized without medical intervention. The user required no hospitalization, treatment, or additional assistance. No long-term health effects were reported.